Event description:
The caller reported that the quick bolus/wake button on the pump was difficult to press and sometimes required multiple attempts to turn on the screen. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.